Manufacturer narrative:
Summarized patient outcomes/complications of mitraclip device were reported in a research article in a subject population with multiple co-morbidities including heart failure, atrial fibrillation, ischemic cardiomyopathy, hypertension, dyslipidemia, diabetes mellitus, and chronic obstructive pulmonary disease.. Complications reported included death, heart failure, hospitalization/prolonged-hospitalization; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: clinical impact of early changes in guideline-directed medical therapy after mitral valve transcatheter edge-to-edge repair b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "clinical impact of early changes in guideline-directed medical therapy after mitral valve transcatheter edge-to-edge repair", was reviewed. This research article is a retrospective multicenter experience to evaluate changes in guideline-directed medical therapy (gdmt) prescriptions during the index hospitalization and their impact on prognosis and assessing the interplay between early gdmt optimization and mitral-transcatheter edge-to-edge repair (m-teer) in heart failure management. The device included in this study was mitraclip. The article concluded that a greater number of gdmt classes at discharge was associated with better prognosis and outcomes also improved among patients who could increase their gdmt during hospitalization. [The primary and corresponding author was gaku nakazawa, division of cardiology, department of medicine, kindai university faculty of medicine, osaka, japan, with corresponding e-mail: gnakazawa@med.kindai.ac.jp.]. This study included patients with functional mitral regurgitation (mr) and left ventricular ejection fraction <50% from 01 april 2018 to 30 june 2023. A total of 1638 patients were included in the study, all of which received an abbott device. The average age was 77 years. The majority gender was male. Comorbidities included heart failure, atrial fibrillation, ischemic cardiomyopathy, hypertension, dyslipidemia, diabetes mellitus, and chronic obstructive pulmonary disease.